Manufacturer narrative:
This report is submitted on october 20, 2020.

Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. The patient was placed under a general anaesthetic on (B)(6) 2020, in order to undergo revision surgery to convert the patient to a transcutaneous osia implant system. During the procedure, the abutment was removed, excess skin was excised, and an implant was placed on the internal fixture.